Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings:the pump powered up with the returned battery cap. The battery cap was able to fully tighten onto the pump, and the battery compartment was found to be intact. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms duplicated; no power loss events were observed and the initial complaint of a power issue was not duplicated. The audio bolus button was observed to be missing. The pump failed a leak test due to a leak at the audio bolus button. The pump cover was removed and evidence of moisture ingress was observed on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.